Event description:
Resident, who has non-functioning and contracted left arm due to post cva status, was in recliner with legs elevated. Cna, in process of sitting resident upright in order to transfer back to bed via mechanical lift, removed left arm support, released stabilizing lever in back and pushed foot rest down. Left elbow was caught between back of chair and side panel, causing skin tear and contusions. Sent to ER; dissolvable sutures to skin tear; pressure dressing changed prn. To see surgeon on 6/22 in ER for recheck (family requested).